Event description:
It was reported that the atrial lead triggered an alert for high impedance. It was further reported that there were episodes of over sensing with loss of synchrony. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194-78 implantable pacing lead (B)(6) 2011; 6947-58 implantable tachy lead (B)(6) 2011; d274trk implantable cardioverter defibrillator (ICD) (B)(6) 2011. (B)(4).